Event description:
It was reported that the piston on the pump would get stuck while delivering insulin and would return to the "down" position intermittently without being prompted to do so. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain an alternate method of insulin therapy until the replacement pump arrived.